Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate measurements were observed on hf sensor due to potential drift. The sensor may be recalibrated through right heart catheterization to resolve the issue. The physician was advised to not use the readings but the slandered/ traditional method for the treatment.